Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify prime anomaly due to blank display. There was no insulin leaking on reservoir compartment noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 320 mg/dl. The customer states a reservoir leaked inside the pump. The self-test was performed and passed and no other alarm noted. The customer stated the insulin continues to drip after motor stops during the manual prime. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.